Event description:
During replacement of a tunneled line for dialysis, the balloon used for venoplasty ruptured while in the patient, necessitating sheath and balloon removal. The ruptured balloon was removed intact. The sheath was reintroduced and the new catheter was placed with a good outcome.